Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5039436) on 15-jan-2015. The most recent information was received on 28-mar-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding/ heavy abnormal bleeding") in a female patient who had essure inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("being on her menstrual cycle 30+ days and very heavy"), abdominal pain lower ("cramping / severe cramping"), pain in extremity ("pains that all of a sudden travel to her legs"), infection ("frequent infections"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (one or more surgeries to remove one or more of essure coils). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, abdominal pain lower, pain in extremity, infection, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, infection, menorrhagia, pain in extremity, pelvic pain and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 28-mar-2018: essure complaint received from lawyer department. Essure was inserted in (B)(6) 2011. The plaintiff also experienced pelvic pain, abdominal pain and vaginal pain. In or around (B)(6) 2016, plaintiff was even forced to undergo one or more surgeries to remove one or more of the essure coils. ¿essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5039436) on 15-jan-2015. The most recent information was received on 27-nov-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("abnormal bleeding/ heavy abnormal bleeding/abnormal bleeding (general),") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test: yes: total bilateral occlusion. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("being on her menstrual cycle 30+ days and very heavy/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia,"). On an unknown date, the patient experienced abdominal pain lower ("cramping / severe cramping"), pain in extremity ("pains that all of a sudden travel to her legs"), infection ("frequent infections"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, abdominal pain lower, pain in extremity, infection, abdominal pain, vulvovaginal pain, vaginal haemorrhage and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, infection, menorrhagia, pain in extremity, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 27-nov-2018: pfs received: new event abnormal bleeding (vaginal), dyspareunia were added. New reporter, patient information were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5039436) on 15-jan-2015. The most recent information was received on 06-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and genital haemorrhage ('abnormal bleeding/ heavy abnormal bleeding/abnormal bleeding (general),') in an adult female patient who had essure (batch no. 838571, 709026) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included prolonged periods. Essure confirmation test: yes: total bilateral occlusion. Concurrent conditions included irregular menstrual cycle, uterine bleeding and pain menstrual. Concomitant products included medroxyprogesterone acetate (provera). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("being on her menstrual cycle 30+ days and very heavy/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia,"). On an unknown date, the patient experienced abdominal pain lower ("cramping / severe cramping"), pain in extremity ("pains that all of a sudden travel to her legs"), infection ("frequent infections"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, abdominal pain lower, pain in extremity, infection, abdominal pain, vulvovaginal pain, vaginal haemorrhage and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, infection, menorrhagia, pain in extremity, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: on inspection of the left cornua a small piece of coil was noted ac the cornua. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: absence of opacification of the bilateral fallopian tubes containing essure coils, this confirms sterilization. Pathology test - on (B)(6) 2016: 1. Right fallopian tube with the essure: benign resected patent uterine tube with fimbriae. 2 coiled segments of metallic wire (gross diagnosis). Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, cramping, long menstrual periods, other abnormal bleeding, most recent follow-up information incorporated above includes: on 6-nov-2019: pfs received: lot number were added. Reporter information were updated, patient history, lab data, concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5039436) on 15-jan-2015. The most recent information was received on 12-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and genital haemorrhage ('abnormal bleeding/ heavy abnormal bleeding/abnormal bleeding (general),') in an adult female patient who had essure (batch no. 709026-not valid, 838571) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included prolonged periods. Essure confirmation test: yes: total bilateral occlusion. Concurrent conditions included irregular menstrual cycle, uterine bleeding and pain menstrual. Concomitant products included medroxyprogesterone acetate (provera). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("being on her menstrual cycle 30+ days and very heavy/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia,"). On an unknown date, the patient experienced abdominal pain lower ("cramping / severe cramping"), pain in extremity ("pains that all of a sudden travel to her legs"), infection ("frequent infections"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, abdominal pain lower, pain in extremity, infection, abdominal pain, vulvovaginal pain, vaginal haemorrhage and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, infection, menorrhagia, pain in extremity, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: on inspection of the left cornua a small piece of coil was noted ac the cornua. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: absence of opacification of the bilateral fallopian tubes containing essure coils, this confirms sterilization. Pathology test - on (B)(6) 2016: 1. Right fallopian tube with the essure: benign resected patent uterine tube with fimbriae. 2 coiled segments of metallic wire (gross diagnosis). Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, cramping, long menstrual periods, other abnormal bleeding, lot number 709026 is not valid. Lot number: 838571, manufacture date: 2011-03, expiration date: 2014-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5039436) on 15-jan-2015. The most recent information was received on 06-jan-2021. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('piece of the coil') and pelvic pain ('pelvic pain/pain') in an adult female patient who had essure (batch no. 709026-not valid,838571) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included prolonged periods. Essure confirmation test- yes-total bilateral occlusion. Concurrent conditions included irregular menstrual cycle, uterine bleeding and pain menstrual. Concomitant products included medroxyprogesterone acetate (provera). On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding/ heavy abnormal bleeding/abnormal bleeding (general),"), menorrhagia ("being on her menstrual cycle 30+ days and very heavy/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia,"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping / severe cramping"), pain in extremity ("pains that all of a sudden travel to her legs"), infection ("frequent infections"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, menorrhagia, abdominal pain lower, pain in extremity, infection, abdominal pain, vulvovaginal pain, vaginal haemorrhage and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device breakage, dyspareunia, genital haemorrhage, infection, menorrhagia, pain in extremity, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: on inspection of the left cornua a small piece of coil was noted ac the cornua. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: absence of opacification of the bilateral fallopian tubes containing essure coils, this confirms sterilization. Pathology test - on (B)(6)2016: 1. Right fallopian tube with the essure: benign resected patent uterine tube with fimbriae. 2 coiled segments of metallic wire (gross diagnosis). Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, cramping, long menstrual periods, other abnormal bleeding, lot number 709026 is not valid. Lot number: 838571 manufacture date: 2011-03 expiration date: 2014-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jan-2021: mr received. Reporter information added. Event: piece of the coil added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5039436) on 15-jan-2015. The most recent information was received on 14-jan-2021. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('piece of the coil') and pelvic pain ('pelvic pain/pain') in an adult female patient who had essure (batch no. 709026-not valid,838571) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included prolonged periods. Essure confirmation test- yes-total bilateral occlusion. Concurrent conditions included irregular menstrual cycle, uterine bleeding and pain menstrual. Concomitant products included medroxyprogesterone acetate (provera). On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding/ heavy abnormal bleeding/abnormal bleeding (general),"), menorrhagia ("being on her menstrual cycle 30+ days and very heavy/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia,"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping / severe cramping"), pain in extremity ("pains that all of a sudden travel to her legs"), infection ("frequent infections"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, menorrhagia, abdominal pain lower, pain in extremity, infection, abdominal pain, vulvovaginal pain, vaginal haemorrhage and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device breakage, dyspareunia, genital haemorrhage, infection, menorrhagia, pain in extremity, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: on inspection of the left cornua a small piece of coil was noted ac the cornua. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: absence of opacification of the bilateral fallopian tubes. Containing essure coils, this confirms sterilization. Pathology test - on (B)(6)2016: 1. Right fallopian tube with the essure: benign resected patent uterine tube with fimbriae. 2 coiled segments of metallic wire (gross diagnosis). Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, cramping, long menstrual periods, other abnormal bleeding, lot number 709026 is not valid. Lot number: 838571 manufacture date: 2011-03 expiration date: 2014-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2021: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.